Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation :uterus/expulsion') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". In 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain "), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metrorrhagia (bleeding between periods)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, iron deficiency anaemia, bladder disorder and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and uterine perforation to be related to essure. The reporter commented: patient received treatment for pain, bleeding, expulsion/migration/perforation :uterus discrepancy insertion date 2012 previous and (B)(6) 2014 current pfs quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event injury were updated to new events expulsion/migration/perforation :uterus, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain,menorrhagia (heavy menstrual bleeding, metrorrhagia (bleeding between periods),anemia, general. Abnormal. Bleeding, bladder problems., uti, patient did not underwent essure confirmation test no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.